Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported device kink and separation was confirmed. In this case, the device separation is consistent with the shaft kinking prior to the material separating as reported. The kink is likely due to advancing the device against resistance during the attempt to backload over the guide wire. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue.

Event description:
It was reported that the nc trek kinked and separated on the mid shaft during insertion on to the prowater guidewire. The nc trek did not make it into the patient anatomy and was easily removed from the guidewire. The same guidewire was used without further incident. There were no adverse patient effects. No additional information was provided.